Event description:
It was reported that the patient was experiencing "a lot of twitches and weird feelings". The patient was experiencing extracardiac stimulation. The right ventricular lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).